Event description:
It was reported that the left ventricular lead exhibited phrenic nerve stimulation. During the procedure the physician manually removed the chronic lv lead and then obtained venous access. He attempted to place a new lead in a mid-lateral branch but was unable to track the lv lead down the lateral branch due to the small width of the vessel. He then attempted to track a different lead down the same vessel, but that lead's diameter was still too large to fit in the branch. He then reverted to the initial replacement lead and placed that lead in a more superior posterior, lateral branch. The lead was then tested, and measurements were within normal limits. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.